Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited ventricular oversensing that delivered inappropriate shock. There was also far-field atrial oversensing. Further investigation indicated the shock was due to atrial fibrillation with rapid ventricular response and premature ventricular contraction. Programming changes were made to address the issues. Patient was stable and will be monitored.